Event description:
It was reported, the patient experienced pain at the scs ipg site. Surgical intervention will be taken at a later date to address the issue.

Event description:
It was reported the patient's ipg was explanted and replaced with a different model.

Manufacturer narrative:
Result - complaint could not be confirmed for patient ¿discomfort¿ at ipg site from product testing alone. As received, the ipg successfully communicated with the test patient programmer. The returned ipg passed all functional testing on the autotester. Neither anomalous outputs nor erroneous signals were observed from the non-programmed channels or the can. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Further follow up identified the patient no longer has pain at the ipg site and the reported issue has resolved.